Event description:
Home pt reported one 12 foot pt extension line with easy-lock connector in which an unspecified leak was detaced after pt hooked up to the line before beginning to fill. No injury or medical intervention was indicated at the time of the initial report.